Event description:
The customer reported that 10 ml of lh series diluent leaked from the coulter lh 750 hematology analyzer. The customer stated unit was generating incomplete hgb and that the hgb cuvette was broken. The customer stated the leak was contained in the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) reported that customer stated that the top port of the hgb cuvette had broken off. Fse replaced the hgb cuvette to resolve the leak. (B)(4).